Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labelling review analysis of images. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence through imaging evaluation. Available information indicates procedural factors (right ij access, suboptimal positioning and trajectory, and lack of leaflet capture) contributed to the embolization event. The complaint for central regurgitation was confirmed with objective evidence through imaging evaluation. Available information indicates procedural factors (valve malposition) contributed to the regurgitation event. Valve functionality was likely impacted because of suboptimal positioning and trajectory, and lack of leaflet capture from right ij access. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards lifesciences received notification of an off-label 48 mm evoque valve implantation in the tricuspid position via the right internal jugular (ij) vein where the starting tricuspid regurgitation (tr) was massive (4+) and final tr was moderate (2+) with trace paravalvular leak (pvl) at the anterior-posterior (a-p) commissure. The patient left the operative room (or) with a stable valve in adequate position. An internal review of procedural tee/fluoroscopy found there is evidence the 48 mm evoque valve embolized into the ventricle on the posterior and septal aspect (>10mm from the tv annular plane).